Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. If the patient touched the pump she would get an electrical shock down her leg. The shocking started (B)(6) 2016. The patient wanted to have the device removed. The patient planned to follow up with the healthcare provider. The patient was permanently injured while working at a (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump for spinal pain. Since (B)(6) of 2015 the pump had been causing the patient so much pain that she wanted it removed. It was not helping with the pain it was implanted for either. This was considered a sudden change in therapy or symptom. The patient was "probably getting suicidal over it" because it's causing so much pain inside her. She does not want her physician to touch her again.

Manufacturer narrative:
Device code has been changed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2016 via a healthcare professional (hcp) stated that there was no device issue with the pump, and no actions, interventions, or troubleshooting was performed. The patient was prescribed some topical analgesic and that had taken care of the issue the patient was experiencing. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.